Event description:
During stent placement, for treatment of a pancreatic pseudocyst, the physician passed the aspiration needle through the working channel of a duodenoscope to inject contrast into the cyst. The needle then detached in the wall of the pt's stomach. The physician stated that the needle was impacted in the wall of the stomach and could not be removed. The injection was attempted using a second needle with the same results. The user reported that there was no pt injury.